Event description:
User reports the sonnet rcb charging unit and power cord overheated and started smoking when charging the batteries. No injuries are reported. The device is reported to have begun heating sometime after being plugged in. The power outlet was checked and it is in working condition. The parts were replaced under warranty. Despite requested, neither additional information nor the concerned device could be retrieved.

Manufacturer narrative:
Additional information: reportedly, the sonnet rcb charging unit overheated when charging the batteries. However, despite requested neither further information nor the concerned device have been received. Therefore, the cause for the reported issue could not be determined.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User reports the sonnet rcb charging unit and power cord overheated and started smoking when charging the batteries. No injuries are reported. The device is reported to have begun heating immediately after plugging in. The power outlet was checked and it is in working condition.